Event description:
Customer reported two false positive results on their alinity m sars cov-2 assay. The customer didn't confirm if the samples were retested or not. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 were performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls; no error codes or flags were generated. There was no indication that lot 521842 was performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. The amplification curves of the complaint samples were analyzed. Based on the results of the amplification curve analysis, there was no indication of abnormal amplification curves for the reported sample ids (sids). Based on the results of the plate mapping analysis, potential amp plate carryover risk was not identified for the reported sids. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 did not identify any issues which could potentially result in the reported complaint. No records related to the reported complaint were found; no issues were identified which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 521842 or lot 5218421. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the reported issue in the ticket under investigation which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. A product deficiency was not identified as a result of this review. A product deficiency was not identified for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 as a result of this investigation.

Manufacturer narrative:
G3 date received by manufacturer corrected to 10/29/2021.